Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported per (B)(6) study database that subject was in clinic for routine follow up on (B)(6) 2015. Subject's driveline was noted to be non-adhered with large opening and moderate bloody drainage. Subject stated there had been trauma to site while sleeping. Cleaning agent was changed to peroxide, and a script for keflex, 500 mg qid x 10 days was given. Temperature was not taken, but subject appeared afebrile and white blood count was 6.5 k/ul. On follow up visit (B)(6) 2015, wbcs were noted to be 12.2 and site had thick, tan drainage with blood, positive erythema, and was tender to the touch. Wound culture was taken, instructions given to irrigate with peroxide and clean with hibiclens bid, and subject was put back on keflex 500 mg qid x 14 days. Subject stated he had trauma while using a wood splitter. Results from culture came back on (B)(6) 2015 and antibiotic was changed to levaquin 500 mg to continue until (B)(6) 2015. Subject's site growing streptococcus viridians. Subject returned to clinic on (B)(6) 2015 and site was a little better. Santyl ointment was added to care of site to aid in debriding slough. On (B)(6) 2015, subject's site with large amount of slough and site was manually debrided in clinic. Instructions to pack area with iodaform and clean with chlorhexadine. On (B)(6) 2015, decision made to debride site to try to promote healing. Subject was admitted to the hospital on (B)(6) 2015 for surgery. On (B)(6) 2015 in surgery, site was debrided and exit site moved slightly. Velcro removed from driveline in case of contamination. Cultures all came back negative from tissue and swab except from velcro, which was positive for staphylococcus epidermis. Subject did receive 2 grams of cefazolin per protocol pre surgery. Subject was readmitted to hospital for gi bleed on (B)(6) 2015 ((B)(4)). Driveline again noted to have increased drainage. Culture taken and enterococcus resulted. Subject spiked a temperature of 101.0 on (B)(6) 2015 and wbcs hit a peak of 16.7 k/ul on (B)(6) 2015. ID consulted on (B)(6) 2015 when culture results were revealed and subject was started on zyvox, 600 mg IV q 12 hours. On (B)(6) 2015, antibiotic was changed to ampicillin, 500 mg oral q 8 hours for 14 days. Antibiotic completed on (B)(6) 2015. On (B)(6) 2015, subject seen in clinic. There was still a large opening at driveline, moderate amount of slough inside opening, moderate tan drainage, slight redness. No antibiotics prescribed and no culture taken. Patient was discharged. No additional information provided.

Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, and anticoagulation therapy, smoking and chronic obstructive pulmonary disease (copd). The root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Device remains implanted.